Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device noted that only the stent implant was returned. There was no blood or contrast visible. There was no damage noted to the stent implant. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for premature deployment reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for premature deployment reported for this lot. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not the result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, without having the delivery system returned, a conclusive cause for the reported premature deployment could not be determined. However, there is no indication to suggest a product quality deficiency. This type of reported event will continue to be monitored.

Event description:
It was reported that during opening of the packaging, it was noted that the stent was half way unsheathed and partially deployed. The sheath was completely removed by the staff. The device was not used on the patient. No additional information was provided.